Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The issue was the tip of the needle broken off and this event renders the device unusable, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the non-patient needle separated from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "when the nurses in the blood collection room were taking venous blood for patients, they connected the needle holder and pulled out the needle cap to prepare for blood collection. They found that the tip of the blood collection needle was disconnected. No harm was caused to the patient, and the head nurse was reported immediately afterwards."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the non-patient needle separated from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "when the nurses in the blood collection room were taking venous blood for patients, they connected the needle holder and pulled out the needle cap to prepare for blood collection. They found that the tip of the blood collection needle was disconnected. No harm was caused to the patient, and the head nurse was reported immediately afterwards."